Event description:
It was reported during the initial implant procedure, the right ventricular (rv) lead was unable to obtain pacing impedance and capture threshold parameters. After multiple attempts to reposition the lead, the doctor elected to remove it and a new rv lead was implanted. The patient was stable.

Manufacturer narrative:
The reported events of impedance problems and loss of capture were not confirmed. As received, a complete lead was returned in one piece with the four tines intact. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray analysis did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead exhibited loss of capture and impedance issue. The rv lead is not used and replaced. The patient was in stable condition throughout the procedure.